Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) h10: additional narrative one tapered screw-vent implant (tsvh11) was returned for investigation. Visual evaluation of the as returned product identified that the collar was fractured off. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was good oral hygiene. The reported device had been placed on tooth 46 (fdi) for approximately 1 year. X-ray and picture evaluation: x-ray / picture images were not provided. As a result, bone loss could not be verified. Review of appropriate documentation: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions (pages 1 & 2). Per the applicable IFU, severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. DHR review for the lot (63488301) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (63488301) for similar events and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information, device malfunction did occur and implant fracture was confirmed. However, bone loss could not be verified as the exact details of event and patient anatomical conditions were unknown.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number not available: k013227.

Event description:
It was reported that the implant fractured at the head and was removed. Site presented bone loss and inflammation.